Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that small particle was detected on left cornea of laser vision correction patient during her post-op visit. Patient was monitored for a few weeks until it was determined that particle was not biodegrading and it was removed on (B)(6) 2014. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of uncomfortable foreign body sensation that fluctuated for weeks post-op.

Event description:
The clinic reported that a small particle was detected on the left cornea of a laser vision correction patient during her post-op visit. Patient was monitored for a few weeks until it was determined that the particle was not biodegrading and it was removed on (B)(6) 2014. It was stated that the patient did not have a loss of best corrected visual acuity (bcva). The patient complained of uncomfortable foreign body sensation that fluctuated for a few weeks post op.

Manufacturer narrative:
The clinic reported that a small particle was detected on the left cornea of a laser vision correction patient during her post-op visit. Patient was monitored for a few weeks until it was determined that the particle was not biodegrading and it was removed on (B)(6) 2014. It was stated that the patient did not have a loss of best corrected visual acuity (bcva). The patient complained of uncomfortable foreign body sensation that fluctuated for a few weeks post op. Additional report source: user facility. All pertinent information available to abbott medical optics has been submitted. Placeholder.